Manufacturer narrative:
The conclusions are as follows: - the issue described in the complaint has been confirmed. - the device was found as non-conform: a mark, as well as, scratches close to this mark were found on the device¿s can. - the production records review has been performed but no abnormality was noticed. - a likely hypothesis would be a transportation issue but cannot be confirmed with certainty. For more details, please refer to the attached analysis report.

Event description:
On (B)(6) 2024 , an intervention was performed to replace the pacemaker. During the pre-implantation inspection, the physician took the eno dr (s/n: (B)(6) ) out of the package and found a dent in the eno dr body. Using the eno dr (s/n: (B)(6) that I had prepared as a spare, the replacement intervention was completed without any problems.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2024, an intervention was performed to replace the pacemaker. During the pre-implantation inspection, the physician took the eno dr (s/n: (B)(6) out of the package and found a dent in the eno dr body. Using the eno dr (s/n: (B)(6) that I had prepared as a spare, the replacement intervention was completed without any problems.